Event description:
The complainant reported a patient, noted as high-risk percutaneous coronary intervention, was implanted with an impella cp device for mechanical circulatory support. During support, the impella generated an automated impella controller alarm indicating leakage in the purge system. Reportedly there was blood leaking directly from the impella plug. The patient remained on impella support and was successfully weaned.

Manufacturer narrative:
The investigation into the impella cp purge leak pump has been completed. The impella pump and purge cassette were returned for investigation. A visual inspection of the pump and cassette determined the cause of the blood ingress was due to a hole in the catheter resulting from improper use. Impella cp with smart assist system instructions for use for the related event are as follows: impella cp with smart assist for use during cardiogenic shock and high risk cpi section: cleaning. As noted in the impella IFU ¿do not clean with or expose any part of the clear sidearm of the impella catheter (e.g. Infusion filter, pressure reservoir) to alcohol. Alcohol has been shown to cause cracks and leaks in these components. Carefully read labels on common skin preps and lotions to avoid using any alcohol-containing products in the area of the infusion filter or pressure reservoir." ¿clean the connector cable with 70% isopropyl alcohol.¿ should any new information be returned, a supplemental MDR will be filed. This report is being filed as part of a retrospective review of historical records.